Manufacturer narrative:
Device unique identifier (UDI) # (B)(4). Approximate age of device ¿ 72 days. (Calculated from the date when the system controller was issued to the patient.). The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient presented to the clinic, and while reviewing the event history a pump off alarm was noted. The patient did not recall hearing an alarm. The patient was asymptomatic during the event. The system controller was exchanged without incident. No further issues have been reported.

Manufacturer narrative:
The system controller was returned for evaluation. The report of pump off alarms could not be confirmed during the investigation. A data log file was retrieved from the returned system controller and throughout the log file the pump speed remained above the low speed limit when the driveline was connected. Pump flow was in the 4.6-6.6 lpm range, pump power was in the 5.2-6.2 watt range, and average pulsatility index was in the 4.3-8.5 range. No pump stop events or alarms were captured in the log file. The system controller was functionally tested and was found to operate as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.